Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer changed out of the usb charging cable and wall adapter to resolve the issue.